Event description:
A catheter issue at the tip was reported; the patient experienced less than 50% therapy relief and a revision was performed. The managing doctor repaired a spinal leak by placing a purse string suture. The doctor also believed from seeing the leak and the catheter that the patient was not receiving much of the drug. The pump was also reprogrammed after surgery; the dose was decreased. Patient status at the time of this report was ¿alive ¿ no injury¿. The device system was used to deliver lioresal. The final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).